Event description:
The reporter stated the surgeon attempted to insert a -22.0 diopter aq2010v silicone three piece lens but the back haptic tore off. There was no pt contact or injury. The reporter stated the cartridge split and this may have been the cause for the torn haptic.